Manufacturer narrative:
Approximately four months post repair of a large rotator cuff tear with orthadapt bioimplant, the patient fell and ruptured the repair. The bioimplant was removed approximately one month later and another 9x10 cm orthadapt was used to augment the second repair. The surgeon fixated the bioimplant in a taco technique around the cuff with bone tunnels. Physician indicated the patient has a history of previous infection. He believes that the current rotator cuff revision surgery may have aggravated the existing infection causing osteomyelitis. Based on the information provided by the physician, the likely cause of the event is due to a preexisting infection. Neither the product or the product lot number was provided to the manufacture. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Patient presented with osteomyelitis approximately three weeks post revision of a rotator cuff rupture using orthadapt bioimplant. Graft was subsequently explanted (date unknown).